Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that his blood glucose level was 47 m/dl. The customer was feeling disoriented. He bolused for his carbohydrates but did not believe the amount was correct. The customer did not receive any alarms. The device was not returned.